Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead . Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported difficulty putting the lead in the implantable neurostimulator (ins). There was some resistance but after this, they were not able to get it out anymore so they had to cut the lead. Actions taken reported that they were trying to get the lead in properly but was not possible. Then trying to get it out also was not possible. They placed a new lead and another ins. A surgical intervention occurred. Additional information received reported that the cause of the difficulty putting the lead in the ins was not determined. It was also reported that the event was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Analysis of the implantable neurostimulator (s/n: (B)(4)) found to have the setscrew backed out too far. Analysis of the lead (s/n: unknown) found to have crushed proximal end. Fdc pertains to the implantable neurostimulator (s/n: (B)(4)). Fdm pertain to the implantable neurostimulator (s/n: (B)(4)) and the lead (s/n: unknown). Fdr pertain to the implantable neurostimulator (s/n: (B)(4) and fdr pertain to the lead (s/n: unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the strain relief was missing. The setscrew was backed out too far. The lead insulation was broken at the proximal butt-joint and all connectors were crushed. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Analysis of the implantable neurostimulator (s/n: (B)(4)) found to have the setscrew backed out too far. Analysis of the lead (s/n: unknown) found to have crushed proximal end. Fdc pertains to the implantable neurostimulator (s/n: (B)(4)) and fdc pertains to the lead (s/n: unknown). Fdm pertain to the implantable neurostimulator (s/n: (B)(4)) and the lead (s/n: unknown). Fdr pertain to the implantable neurostimulator (s/n: (B)(4)) and fdr pertain to the lead (s/n: unknown). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.